Event description:
Us customer contacted cepheid to discuss discrepant results. An unknown patient sample was collected on (B)(6) 2022 and placed in an unconfirmed media. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2022 which resulted in sars-cov2 positive. It is unconfirmed if the sample was processed per the pi. This result was reported to the physician. A new sample was collected from the patient on (B)(6) 2022 and sent to an outside lab. The customer did not confirm the shipping conditions. Sample was tested on an unknown platform on (B)(6) 2022 which resulted as sars-cov-2 not detected. This result was reported to the physician. Customer did not confirm if the patient was symptomatic for or suspected of having covid-19 at the time of testing, customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. An unknown patient sample was collected on (B)(6) 2022 and placed in an unconfirmed media. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2022 which resulted in sars-cov2 positive. It is unconfirmed if the sample was processed per the pi. This result was reported to the physician. A new sample was collected from the patient on (B)(6) 2022 and sent to an outside lab. The customer did not confirm the shipping conditions. Sample was tested on an unknown platform on (B)(6) 2022 which resulted as sars-cov-2 not detected. This result was reported to the physician. Customer did not confirm if the patient was symptomatic for or suspected of having covid-19 at the time of testing, customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. Review of the xpress cov-2 plus test results shows all targets detected (no cts, amplification curve or epf provided). Spc passed but was not detected (na analyte result), suggesting that sample was strongly positive. Based on the limited information, the most probable cause is specimen mix up but overall, the likely root cause is inconclusive with the information provided. Limited information provided to determine if testing was performing off-label and perform full assessment. After multiple attempts to contact the customer, no response was received. Lost to follow-up. Cepheid is unable to confirm no reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2 plus eua IFU; "positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease." Note : device evaluated by manufacturer : answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.